Event description:
The customer reported to cardiac science, MFR, that the powerheart g3 AED was used during a rescue attempt. When the user removed the electrodes from the liner, most of the adhesive gel remained on the blue liner. They had to shave the pt and were able to attached pads eventually.

Manufacturer narrative:
The electrodes have been returned to the cardiac science corporation mfg facility. An investigation will be conducted and the results will be provided in the follow-up reports.